Event description:
Procedure: nephrectomy. According to the reporter: the stapler closed and fired normally. After removing the stapler from the staple line, the staple line held for three seconds and then the staple line opened up. The surgeon examined the staples and found that the staples were malformed. Additional blood loss was reported; however, the amount was not given. A re-operation was reported. The sutured vessel stopped bleeding and the surgeon used an ultra with tristaple to take down renal vein.

Manufacturer narrative:
(B)(4).